Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37651, serial# (B)(4), product type recharger .

Event description:
Information was received from a healthcare provider regarding a patient. It was reported that the patient was having difficulty recharging their implantable neurostimulator (ins) and they thought the recharger was depleted. When plugging the recharger into the wall, the charging screen was displayed and the 4th quartile was blinking. The hcp was unable to start a charge as the green button didn¿t work and nothing on the screen changed. The hcp stated that the button on the programmer may not have been working, but it wasn¿t clear if they were pressing the correct buttons. Additional information provided by a consumer reported that the recharger was frozen. Troubleshooting was not possible as the caller wasn¿t with the patient at the time of the call and didn¿t have access to the equipment. The consumer was to call back if resetting the recharger still didn¿t allow the patient to charge their ins. It was noted that the issue started a couple days prior to the date of this report. No patient symptoms were reported. Indications for use are parkinson¿s dual and movement disorders.